Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the available autologs report revealed a slight increase in power consumption and estimated flows starting on (B)(6) 2021. No alarms were logged within the analyzed period. The reported thrombus event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient was admitted for epigastric pain and nausea with elevated troponin and lactate dehydrogenase (ldh) levels. Echocardiogram (echo) performed and was not definitive in whether it was vegetation or thrombus on the ventricular assist device (vad) inflow cannula. It was noted that there were no vad alarms and the patient¿s international normalized ratio (inr) had been therapeutic. The patient was administered anticoagulants and antibiotics. Upon discharge, the patient's therapeutic range for inr was increased. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the observed high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. Of note, it was reported that previous echos revealed there was a history of the vegetation or thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had an echocardiogram which revealed that the patient had small stones in their gallbladder. It was also noted that the patient was admitted with flu like symptoms with fevers, chills and one day of elevated wbc. The patient was discharged home the next day. The next week the patient had acute cholecystitis and a small foot wound. Follow-up indicated the above symptoms were not related to the possible vegetation.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include that the patient had an echocardiogram which revealed that the patient had small stones in their gallbladder. It was also noted that the patient was admitted with flu like symptoms with fevers, chills and one day of elevated wbc. The patient was discharged home the next day. The next week the patient had acute cholecystitis and a small foot wound. Follow-up indicated the above symptoms were not related to the possible vegetation. Correction h6:patient ime code e230101, ee230101 product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the available autologs report revealed a slight increase in power consumption and estimated flows starting on (B)(6) 2021. No alarms were logged within the analyzed period. The reported thrombus event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient was admitted for epigastric pain and nausea with elevated troponin and lactate dehydrogenase (ldh) levels. Echocardiogram (echo) performed and was not definitive in whether it was vegetation or thrombus on the ventricular assist device (vad) inflow cannula. It was noted that there were no vad alarms and the patient¿s international normalized ratio (inr) had been therapeutic. The patient was administered anticoagulants and antibiotics. Upon discharge, the patient's therapeutic range for inr was increased. It was further report ed that the patient had an echocardiogram which revealed that the patient had small stones in their gallbladder. It was also noted that the patient was admitted with flu like symptoms with fevers, chills and one day of elevated wbc. The patient was discharged home the next day. The next week the patient had acute cholecystitis and a small foot wound. Follow-up indicated the above symptoms were not related to the possible vegetation. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the observed high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. Of note, it was reported that previous echos revealed there was a history of the vegetation or thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for epigastric pain and nausea with elevated troponin and lactate dehydrogenase (ldh) levels. Echocardiogram (echo) performed and was not definitive in whether it was vegetation or thrombus on the ventricular assist device (vad) inflow cannula. Previous echos were reviewed and revealed that the vegetation or thrombus was previously there. It was noted that there were no vad alarms and the patient¿s international normalized ratio (inr) had been therapeutic. The patient was administered anticoagulants and antibiotics. Upon discharge, the patient's therapeutic range for inr was increased. The vad remains in use. No further patient complications have been reported as a result of this event.